Event description:
It was reported that the system 9800's monitor was gray and that the contrast gauge was not working. It was later reported that the system would not power up at all. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.